Manufacturer narrative:
Visually and optical inspection of the implant spacer confirms the implant is cracked at the center screw boss hole. No witness marks identified in or around center screw boss. The fracture is located near the thinnest cross sectional area of the bone screw hole, which is also the centerline of the screw boss, consistent with overtightening of screw during implantation.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure to implant an interbody cage. The cage fractured at one of the fixation screw holes. The cage was removed and replaced. All fracture pieces were retrieved. No patient complications were reported.